Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. However intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Unit received with cracked lcd window, cracked lcd display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer's doctor reported being in the emergency room due to a blood glucose level of 435 mg/dl. The customer's doctor also stated that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. The doctor was advised that the insulin pump would be replaced and agreed to return the device for analysis.